Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was not crossing over the station and affected patient care three times that located in operation room.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had medication was not crossing over. The technical support specialist (tss) dialed into the c2safe, opened dbisql, and cleared the location inventory table for the specified medication and location. The system functioned as intended after the technical support specialist troubleshot the issue.